Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2013, the patient underwent an open reduction internal fixation (orif) of the left humerus using a synthes eight hole broad plate as a result of a motorcycle accident. On (B)(6) 2013, the patient felt a pop in his arm while sweeping and mopping at work. On (B)(6) 2013, x-rays showed that four screws in the proximal portion of the implant fractured and the patient was revised on (B)(6) 2014 with another orif. The second surgery has been successful to date. This report is for four (4) unknown screws. This report is 1 of 1 for complaint (B)(4).